Event description:
Caller wasn't feeling well and went to the doctor. Caller reported the presto meter gave a value of 128 mg/dl. The doctor then tested caller's blood sugar with another meter and rec'd a value of 365 mg/dl.

Manufacturer narrative:
Manufacturer has requested meter be returned for evaluation. Replacement was sent within 24 hours. No adverse events were reported from this discrepancy.